Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past year from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18081227.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device components was disposed by the hospital.